Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking PICC was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained usage residue throughout. Gross visual evaluation of the device confirmed the presence of a 1.5mm, longitudinally-aligned, split in the catheter near the 6cm depth marking. The catheter contained permanent circumferential kink impressions at the same location. Microscopic examination of the split revealed a granular fracture surface with distinct material wear, which tapered from the exterior surface inwards towards the split. The surface of the tapered wear was rough and granular with plastic deformation towards the split site. The observed damage is characteristic with repeated wear against a hard object. The permanent kink impression at the same location suggests the action causing the wear was related to repeated kinking against the hard object. A lot history review (lhr) of rebt0111 showed no other similar product complaint(s) from this lot number.

Event description:
Patient has had the PICC insitu since (B)(6) 2017 ¿ it was secured with a securacath and there was a 9 cm external length of catheter, the catheter length was 55 cm. On (B)(6) 2017 the patient went for a CT scan, upon return fluid was leaking from the PICC at approximately the 6 cm mark. The PICC was removed. Follow-up with the CT department confirmed they assessed patency prior to the power injection, had obtained blood return, and were able to flush the catheter. They injected 4ml/sec and when patient was disconnected they noted a large amount of fluid around the arm & under the PICC dressing.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt0111 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
Patient has had the PICC insitu since (B)(6) 2017. It was secured with a securacath and there was a 9 cm external length of catheter, the catheter length was 55 cm. On (B)(6) 2017 the patient went for a CT scan, upon return fluid was leaking from the PICC at approximately the 6 cm mark. The PICC was removed. Follow-up with the CT department confirmed they assessed patency prior to the power injection, had obtained blood return, and were able to flush the catheter. They injected 4ml/sec and when patient was disconnected they noted a large amount of fluid around the arm & under the PICC dressing.